Event description:
The hcp reported that the distal catheter was noted to be completely blocked and was replaced. The patient was experiencing increased pain and had a fall followed by cessation of pain control. A "pumpogram" was performed in 2006; surgery was performed in next day. The patient is reported to be recovering.

Manufacturer narrative:
Final device analysis reveals catheter abrasions/deformed.